Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer blood glucose level was 54 mg/dl. The customer had issue with sensor not connecting. Customer states the transmitter was not working. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.